Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by the front corners, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by all the screws. A review of the event history log identified force sensor test error in the history. During functional testing the reported issue of force sensor error was found during start up and the force readings were not stable. The force sensor cable was damaged causing the force sensor test error during start-up. The root cause of this issue was due to customer damage during disassembly or reassembly. Replaced the force sensor. D4 (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump's force sensor was out of range. No patient injury was reported.